Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported, a microsensor malfunctioned; it was noticed that the yellow cable was stretched at the white plug. Implant date is unknown. It was revised and will be returned.

Manufacturer narrative:
(B)(4). It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. Visual examination found no damage to the sensor. The catheter material was stretched at the connector and the internal wires were broken inside the connector shell. Due to the condition of the device as it was received, no functional testing was possible. A review of quality records for both the component and finished good lot found that the device conformed to specification when released. Based on the results of the investigation, the reported issue was confirmed. The catheter material was stretched and the internal wired were broken. The cause of the issue was determined to be mishandling of the device. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.